Event description:
The customer is questioning error code 1063 (invalid test results, correlation coefficient too low) that was generated 3 times while running pt's samples on the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
Analysis of labeling performed. Photographic images made during evaluation. Visual examination. Axsym digoxin iii customers observed instrument errors (error codes 1118, 1113, 1062 and 1063) when running pt samples. The instrument errors were observed when occlusion (clogging) on the matrix by the reaction mixture (pt samples reagent) leads to pooled liquid on the matrix cell. The frequency of instrument errors was higher for freshly drawn samples (within 12 hrs of blood draw) or frozen/thawed samples studied in the investigation. The higher volume of sample and reagents used by the one-step axsym digoxin iii assay in comparison with the two step axsym digoxin ii assay, might contribute to the increased number of customer observed instrument errors. Field action letter was sent to customer to provide guidance on the error code issue as well as the discrepant pt results issue. This included restating axsym operations manual instructions to centrifuge samples at 8,000 to 10,000 rcf (relative centrifugal force) for 10 mins, when these error codes are encountered. As an interim action of this investigation, field action letter was sent to customer, which includes an additional dilution option when these error codes occur. This is a final report. End of report.